Event description:
It was reported that during preparation of the xpert stent system, the device was flushed and the stent partially deployed. The device was not used in the patient anatomy. A new same device was used to complete the procedure. There was no patient involvement and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (sess) was returned with blood in the tip. There was no saline visible. The stent implant was returned stationary on the shaft and was partially deployed 4 millimeters (mm) as reported. There was 2 mm of the partially deployed stent located distal to the distal marker. The outer sheath was retracted 4 mm proximal to the tip crown. There was no damage noted to the sess. The tuohy borst valve was returned in the locked position. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process. It may be possible that the premature deployment is related to handling during preparation or advancing over the guide wire, as there was blood noted in the tip. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. A conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.